Manufacturer narrative:
The device have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had unknown damage. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 26sep2006 to the present date 21oct2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had unknown damage. There was no patient involvement.